Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record for the reported lot could not be performed as the lot number and part number are unknown. Based on the available information, the reported atrial perforation was due to procedural conditions. The reported additional therapy/non-surgical treatment and hospitalization were a result of case-specific circumstances as a closure device was implanted to close the perforation and patient was hospitalized. The reported patient effect of atrial septal defect requiring intervention as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: date estimated. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was discarded. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system referenced is filed under a separate medwatch report number. Article titled, surgical revision after percutaneous mitral valve repair by edge-to-edge device in high-risk patients.

Event description:
This is filed to report atrial perforation, medical intervention, and prolonged hospitalization. It was reported through a research article that this was a mitraclip procedure to treat mitral regurgitation (mr). On an unknown date, two clips were deployed, reducing mr. However, 30 days later, it was noted that an atrial perforation was observed which indicates the steerable guide catheter may have caused after removal during the initial procedure. Then it was observed that one clip partially moved on the leaflet. The other clip remain stable on both leaflets. The mr increased to grade 3. The patient developed atrial fibrillation. The patient remained hospitalized and underwent mitral valve replacement. The atrial perforation was closed with an unspecified closure device. Details are listed in the attached article, titled "surgical revision after percutaneous mitral valve repair by edge-to-edge device in high-risk patients."no additional information was provided.